Manufacturer narrative:
Date of event was reported to be two years after implantation ((B)(6) 2017). The event is considered to be when the patient started to experience pain. Catalog # and serial # not utilized by trilliant surgical. Lot # and unique identifier (UDI) # are unknown. See explanation in device history record (DHR) section below. Expiration date not applicable (n/a) to non-sterile trilliant surgical products. Concomitant medical products and therapy dates not reported. Initial reporter fax not reported. Device bla number is n/a to this report. Na was not entered within this field as this caused technical errors to occur in previous MDR submissions. Device manufacture date is unknown. Investigation: evaluation of similar complaints the complaints log was reviewed to identify any similar events involving cysts forming following implantation of sniper staple implant between september 2019 and september 2020. No similar complaints were identified. DHR review DHR review was not conducted as part / lot number(s) are unknown or could not be narrowed down. As part of the investigation, the applicable sales representative's inventory was reviewed for p/n: 500-10-101. More than ten (10) unique potential lots were identified. In accordance with lot number investigation for customer complaint reports (ccr), (B)(4), the identified lot numbers do not need to be evaluated through DHR review as more than ten unique potential lot numbers are less definite and significant to aiding in the complaint investigation for the device in the reported event. Review of surgical technique sniper staple system, non-sterile instructions for use, IFU 900-01-017 revision c corresponds to the event. Limited information was provided for the surgical technique / conformance to the IFU, so it is unknown if the physician / user was described to have followed the IFU. Note: though doctor 1 discussed post-operative instructions in detail, there was limited information provided regarding surgical technique during the implantation procedure. Visual and dimensional inspection no parts were returned, so visual and dimensional inspection could not be conducted. Simulated use testing due to the nature of the event (cyst forming following months after implantation), simulated use testing could not be utilized in attempt to recreate the observation. Investigation conclusion no patient noncompliance was reported. There were no identified similar complaints. DHR review was not conducted as there were more than ten (10) unique potential lot numbers, making the potential lot numbers less definite and significant to aiding in the complaint investigation for the device in the reported event. The parts were not returned and could not be evaluated. It remains unknown if there were any abnormalities in regards to doctor 1's surgical technique when performing the implantation procedure. While the root cause remains unknown based on the limited information available, there are suspected contributing factors: the patient was identified to have multiple pieces of hardware implanted as identified on the provided x-rays. There is potential of the patient having a sensitivity to the material used for the sniper staples, nitinol. However, doctor 1 made no mention to any sensitivities. There is potential of the sniper staple exerting excessive compression on the bone over time following implantation. However, it is known (via phone call with doctor 1's sales representative on 10/16/2020) that doctor 1 utilizes the sniper staple pilot drill guide when implanting any sniper staples. Utilizing the sniper staple pilot drill guide ensures that the compression of the sniper staple being implanted is appropriate as the products in the system were designed to support the user need of the "staple should provide compression" in accordance with the staple design matrix, (B)(4). The user need of the "staple should provide compression" has been verified in the non-sterile sniper staple verification analysis, (B)(4) and validated in the sniper staple validation report, (B)(4). Thus, the system was designed to provide compression. As there have been no similar complaints that have identified excessive compression resulting in a cyst, the root cause remains unknown. The facility that doctor 1 performed the implantation surgery at is facility x. It is unknown if there were any abnormalities that occurred when the system underwent sterilization at the facility that may have pertained to the irritation that was observed surrounding the implant and resulted in a cyst. Neither doctor 1 nor the sales representative made mention of any abnormalities during the sterilization process at the facility. The sterilization capabilities of the non-sterile staple tray have been verified in the non-sterile sniper staple verification analysis, (B)(4) and validated in the non-sterile sniper staple system pre-vacuum sterilization and dry time validation study, (B)(4). Thus, the system was designed to be suitable for steam sterilization at a facility. Though suspected contributing factors were identified above, there are no confirmed root causes at the time of this investigation. The root cause remains unknown. However, it is noteworthy that doctor 1 is the first doctor to report any cysts forming following the implantation of a sniper staple. Doctor 1 confirmed that union had occurred and the patient was not experiencing pain following the removal and insertion of calcium phosphate. A risk evaluation of the event is as follows: the root cause of the cyst formation resulting in a removal case remains unknown. It was determined that (B)(4) sniper staples (non-sterile and sterile) were sold between september 2019 and september 2020. With only three total reported events from only doctor 1, the occurrence rate is (B)(4). There were suspected contributing factors pertaining to patient sensitivity to nitinol, excessive compression, and sterility. All of which are captured on the sniper staple risk matrix, (B)(4), and were evaluated. The occurrence level and detection level shall remain as is for all of the following evaluations as the complaint cannot be confirmed to be pertaining to any of the following risks. The severity level was evaluated in the following: ufmea 2.0 captures the risk of a patient having an identified allergy or sensitivity to nickel-titanium alloy. Severity level of 4 (significant) would be appropriate as a removal case would be necessary. In this instance, a removal case occurred but it cannot be confirmed if it was resulting from the patient having a nitinol sensitivity. Dfmea 3.1 captures the risk of the staple overcompressing the osteotomy. Severity level of 4 (significant) would be appropriate as a removal case would be necessary. In this instance, a removal case occurred but it cannot be confirmed if it was resulting from the staple overcompressing the osteotomy. Ufmea 5.6 captures the risk of the system being utilized in a non-sterile environment. Severity level of 5 (severe) would be appropriate as a removal case would be necessary. In this instance, a removal case occurred but it cannot be confirmed if it was resulting from the system being utilized in a non-sterile environment. The observation of a cyst forming following the implantation of a sniper staple will continue to be monitored through the complaint intake process.

Event description:
On 09/23/2020, doctor 1 responded to the "2020 product & services survey" with an "n/a" rating towards trilliant surgical's sniper sterile and non-sterile staple system. In the required notes section, doctor 1 stated, "the staple system was used many times with bunion patients and of the hundreds that I've done only trilliant staple cause large proximal phalanx bone cyst formation threat require bone filler replacement." The trilliant surgical independent sales representative working with doctor 1 was contacted in regards to the report via phone to gain further clarification regarding the aforementioned statement. The sales representative stated that doctor 1 has not reported to him any proximal phalanx bone cyst formations following akin procedures with trilliant's sniper sterile and/or non-sterile staple systems, but encouraged follow up with doctor 1. Doctor 1 was contacted with the following email to gain further information on the statement "good afternoon dr. [X], I just spoke with [sales representative] in regards to contacting you about your response on trilliant's 2020 products & services survey. First off, I want to thank you for completing that so quickly and being so kind with your ratings! I did want to follow up with you on the comment provided in section 2 for products rated at "poor", "fair" or "n/a". In your explanation you wrote the following: 'the staple system was used many times with bunion patients and of the hundreds that I've done only trilliant staple cause large proximal phalanx bone cyst formation threat require bone filler replacement.' I would like to make sure any formations that occurred after use of trilliant's sniper sterile and/or non-sterile staple systems are documented appropriately and reviewed. Do you mind elaborating on specific cases where this has occurred? If you would rather speak on the phone please let me know and I can set up a time to review the comment at a time that best suits you! Thank you and have a wonderful weekend," 10/14/2020 additional information: on 10/14/2020, a conference call was conducted via (B)(6) with doctor 1 in response to his comment on trilliant's 2020 products & services survey regarding trilliant's non-sterile sniper staple system "cause(ing) large proximal phalanx bone cyst formation threat require(ing) bone filler replacement". The response was originally recorded in (B)(4) (MDR report 3007420745-2020-00045). Due to the nature of the report during the call (B)(4) and (B)(4) (MDR reports have yet to be written) have been initiated to report the individual patients discussed during the meeting. A trilliant surgical sales support specialist, quality engineer, associate r&d engineer, and product manager were in attendance during the call. This MDR report captures information over the first of three patients reviewed during that time. Doctor 1 implanted a 500-10-101 (10mm x 10mm x 10mm staple) for an akin osteotomy on a (B)(6) year-old (dob: unknown) female, weighing (B)(6) lbs, with reported good bone quality. The patient has no reported comorbidities and no non-compliance was reported. Doctor 1 performed the akin osteotomy following a bunion correction by lapidus plate fixation. At this time, the date of implantation, facility the procedure occurred at, and the patient's date of birth are unknown. Doctor 1 has been followed up with in the below email to obtain the missing information that was not available during the call. "Hi dr. [X]. Thank you again for taking time out of your day to discuss what trend you're seeing arise with implanting our 10 mm staples within trilliant's "non-sterile" staple trays for akin procedures. I found the call extremely beneficial. Please do not hesitate to reach out to me if you see any further trends, have any suggestions, and/or questions/concerns. I've provided below the follow up questions we discussed so our team can work with a timeline of events for each of the patients discussed in the zoom call today. Please let me know if you're unable to obtain the information and I'll report with just the information we collected from the call! I know you mentioned the third patient discussed was quite some time ago, again, just provide information that you can patient one ((B)(6), female): hospital/surgery center the case took place at: patient date of birth: date of original implantation: date patient reported the localized pain: date of revision procedure: patient two ((B)(6), female): hospital/surgery center the case took place at: patient date of birth: date of original implantation: date patient reported the localized pain: date of revision procedure: patient three (middle aged, female): hospital/surgery center the case took place at: patient date of birth: patient age: patient weight: date of original implantation: date patient reported overall foot pain: thank you," doctor 1's post-operative instructions were conservative due to the lapidus procedure performed. He allowed the patient heel weight two weeks post-operative and allowed normal gait, flat foot, at week four. By eight weeks post-operative the patient was able to return to her normal shoe. Three to four months post-operative the patient reported she stepped down while playing with her kid and felt a "pop". She experienced localized pain at the time that only presented when performing weight bearing activities. X-rays following the report of pain showed the proximal phalanx of the great toe to be less dense across the entire bone. Doctor 1 speculated that the staple was under great compression and the bone gave way. He believes the compression of the staple is so great that bone can't keep up. Thus, necrosis occurs. Surgical intervention was scheduled, date of the surgery is unknown at this time, to remove the staple in the proximal phalanx of the great toe and fill the bone with calcium phosphate. Some of the bone filler leaked into the joint upon injection, as seen in the provided x-ray, but was not concerned. Two months post-operative from the injection the patient was doing fine and pain was no longer reported. The implanted staple was disposed of post-op and will not be returned to trilliant surgical's corporate office for further investigation. On 10/21/2020 additional information as written by a trilliant surgical sales support specialist: additional information obtained by dr. [X] via phone conversation. Facility was [x]. Patient is female, dob: (B)(6) 1997, at the time of implantation was (B)(6) years old, (B)(6) pounds. Implanted: (B)(6) 2017, reported pain 2 years later. Surgical intervention in (B)(6) 2020.